Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20015080, medical device expiration date: 01/04/2025, device manufacture date: 01/04/2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that the 7-in pressure rated set w/ maxplus leaked between the connector and contrast tubing. Additionally, it was reported that the extension set was difficult to disconnect after the injection. Lot# 20015080 and an unspecified lot were reported to have been involved in this incident, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "I received complaints from the CT technologists regarding the md maxplus extension set this morning. They say they have been having trouble unscrewing the contrast tubing from the extension set after injection. They also have had some leaking at between the extension set connector and contrast tubing, saying they double checked it wasn't cross threaded and could not figure out what the issue was."

Event description:
It was reported that the 7-in pressure rated set w/ maxplus leaked between the connector and contrast tubing. Additionally, it was reported that the extension set was difficult to disconnect after the injection. Lot# 20015080 and an unspecified lot were reported to have been involved in this incident, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "I received complaints from the CT technologists regarding the md maxplus extension set this morning. They say they have been having trouble unscrewing the contrast tubing from the extension set after injection. They also have had some leaking at between the extension set connector and contrast tubing, saying they double checked it wasn¿t cross threaded and could not figure out what the issue was."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 20015080 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review could not be performed on the set from model mp5303-c because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents.